Manufacturer narrative:
Concomitant product: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had his battery changed and got pneumonia. The patient reportedly aspirated food, got pneumonia and passed away. The reporter indicated that the device ¿never worked right¿ for the patient. The patient was ¿rewired differently¿ but never recovered from the pneumonia to see if he benefited from the device. It was noted that the cause of death was not device related. No further information was reported.